Event description:
This leas was implanted on (B)(6) 2004 and was explanted on (B)(6) 2008 due to possible infection. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).